Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745bp (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient said initially that their battery pack is acting up. Patient said that starting about a week ago, when they have the intensity up a certain amount, the intensity goes down or up by itself. Patient also said they can feel the intensity going down because it's not as strong. Agent asked patient if they have adaptive stim set up and patient said they don't know. Patient mentioned they have had the same battery pack since they got the implant. During the call, patient was on group b with intensity at 12 and the controller and ins were at 90%. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider or representative to further address the issue.